Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image, failed light transmission, dented distal frame, bents and dents on the tube and broken fiber under cover light guide glass. Based on the results of the investigation, the cause of the reported malfunction could not be determined. While for the additional malfunctions blurry image, failed light transmission, dented distal frame, bents and dents on the tube and broken fiber under cover light guide glass, cause was traced to degradation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a very bright image. The issue was found during set up / inspection for use. There were no reports of patient involvement.